Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had two hours of chemotherapy solution (5-fu) left in the bag even though the pump was reporting that infusion was complete. There were no reported adverse events.